Event description:
Device 1 of 2. Reference MFR. Report 1627487-2012-02154. It was reported the patient feels a burning sensation when charging her ipg. She stated the charger heats up while she is charging. The sjm representative advised the patient of charging precautions. The patient stated she understood and did not want to be contacted any further regarding this matter. On (B)(6) 2012 (B)(6), sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.